Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open distal gastrectomy, on jejunum transection, the distal part of the tissue was not cut. The surgeon cut the tissue with a shear to complete the case. There was no patient injury.